Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that there were difficulties in closing the surgical incision during an implant. It was stated that ¿the skin for some reason never adhered properly and they had to go through multiple times to make sure the skin would take, you know, so that the skin would close up on the, on the pump¿. The device system was used to deliver compounded baclofen.